Manufacturer narrative:
Device code relates to component code. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mildy tortuous and mildy calcified right truncus brachiocephalic artery. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.